Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead required multiple repositioning attempts as the pacing threshold measurements and sensing values were suboptimal. At the last position, the helix was difficult to extend/retract and the lead could not be implanted. A new lead of the same model was used to complete the procedure, with appropriate parameters obtained after only two attempts to place it. No adverse patient effects were reported. The first lead was discarded by the hospital due to the patient's infections disease.